Manufacturer narrative:
The sterile bag was returned for analysis. Visual inspection revealed tears in the sterile bag. Microscopic inspection revealed signs of tensile forces in the tears. Some pictures were provided from the client which show the sterile bag perforated with signs of tensile forces, confirming the reported issue.

Event description:
It was reported that a sterile bag tear occurred. During a procedure involving an opticross imaging catheter, the sterile bag surrounding the motor drive unit tore on the side, creating a contamination risk for the surgical table. The plastic was never released.

Event description:
It was reported that a sterile bag tear occurred. During a procedure involving an opticross imaging catheter, the sterile bag surrounding the motor drive unit tore on the side, creating a contamination risk for the surgical table. The plastic was never released.